Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery (cad). The more than 90% stenosed target lesion was located in the left anterior descending artery (lad). Following pre-dilatation was performed with a 2.0x10 mm balloon catheter, a 32 x 2.75 promus elite stent was deployed at 14 atmospheres. However, proximal edge dissection was noted. The physician then deployed 3.0x16 promus elite stent to treat the dissection. There were no further patient complications reported and the patient status was stable.